Event description:
It was reported that the implantable neurostimulator (ins) was removed because, the patient experienced difficulty recharging the ins and continued to experience pain. The patient never had therapeutic effect. Additionally, the patient developed parkinson's disease and had short term memory issues, thus recharging the ins was not feasible. Refer to manufacturer report # 3004209178-2012-02796 regarding the patient's concurrent implantable neurostimulator.

Manufacturer narrative:
Product ID 3777-45 serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Product typ lead; product ID 3777-45 serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Product typ lead; product ID 3776-60 serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Product typ lead; product ID 3776-60 serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Product typ lead; product ID 37752 serial# (B)(4). Product typ recharger; product ID 37743, serial# (B)(4). Product typ programmer, patient; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type implantable neurostimulator.